Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in two pieces. Failure event observed during analysis. Final analysis found internal insulation abrasions breaching non-functional cables at 13.9 cm to 15.2 cm from the distal tip. Additionally, an internal insulation abrasion breaching the re/rv cables lumen was noted at 15.4 cm to 16.1 cm from the distal tip. The etfe coating was intact in these regions.

Event description:
This report is to advise of an event observed during analysis.